Manufacturer narrative:
(B)(4)

Event description:
Per the clinic, the patient experienced a loss of osseointegration resulting in fixture loss. Reimplantation is planned but had not taken place at the time of this report, (B)(4) 2013.

Manufacturer narrative:
This report is filed (B)(4) 2013.